Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implantation of a new device, post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic. Programming changes were recommended. No further information is available.